Event description:
Reportedly, the ventilator was turned on by ac power first and as soon as unplugged the unit, low battery alarm came on and the unit shut off immediately. The unit was operated by respiratory therapist and the reported issue was found during testing/calibration. This issue was duplicated after charging the battery for 24 hours. Please note that there was no pt involvement. However, if it were to recur, it would not allow enough time for a user to react.

Manufacturer narrative:
(B)(6).